Manufacturer narrative:
The device ro14036 has been inspected for investigation purpose. The tests performed confirmed that the force sensor cable was non-functional. The defective part was replaced.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the force sensor cable was non-functional. There was no patient involvement reported.

Manufacturer narrative:
This complaint is a duplicate of the complaint (B)(4), associated to manufacturer report number 3009185973-2017-00559. Therefore this is not a reportable complaint.